Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and did not meet specification criteria for cut, bur walkout and speed control performance. It was also noted by manufacturing personnel that the bur end bearing is loose. Quality personnel then investigated the handpiece. The handpiece exhibited maximum temperature of 24.2c during free run testing. Microscopic evaluation revealed significant corrosion and debris build up inside the cap and head cavities and within the bearing components. Microscopic evaluation also revealed significant wear on the rotor. Severe interaction between components of the set with one another may have caused the temperature increased reported in the complaint. The combination of debris, friction between parts, and instability of the set due to a broken cap end bearing retainer are most likely responsible for the customer complaint.

Event description:
In this event a doctor reported that an atc mini handpiece overheated. There was no injury or intervention.